Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the device was returned for evaluation. Device analysis revealed that a damage was observed at the femoral marker in the sheath assembly. Impedance testing shows a good unit wave form. No other issues or defects were observed during product analysis of the returned device. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 16nov2015. It was reported that imaging catheter lost image occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view target lesion; however, it encounter lost image. The condition of the console is also not good. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there was a damage in the distal femoral marker.